Event description:
Customer reported printed images are blurry and have horizontal lines. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the printer. System operates as intended. (B) (4)